Manufacturer narrative:
Review of the provided liat sn: (B)(4). Instrument data showed no amplification in the target curves. No abnormalities were noted. Internal process control (ipc) is normal. The alleged sample may be out of the limit of detection (lod) for the cobas® sars-cov-2 & influenza a/b assay, since the CT values are high on this sample tested on the lightcycler for the n-gene. Results at lod are known to waiver on repeat testing and with different platforms. Additionally, the collection kit in use is off-label. Media with a different chemical composition could contain substances that could interfere with test operation and may impact assay performance. The approved on-label collection kits have been tested and confirmed to be compatible with the liat scfa assay. The most likely root cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver. Other factors could be sample handling related. Throughout the data analysis, no systematic issue was observed and no product problem was found. Facility name is truncated due to character limit. Facility full name: (B)(6) hosp. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results on one patient sample when using the cobas® sars-cov-2 & influenza a/b test assay, for use on the cobas® liat® system. The customer reported that on (B)(6) 2022, sample in run 1992, tested with the cobas® liat® (sn: (B)(4)), lot 11122y generated negative results for all targets (sars-cov-2 negative, influenza a negative, influenza b negative). On (B)(6) 2022, a first repeat testing of the same sample with mp96/lc480 instrument generated a sars-cov-2 positive result. A second repeat testing of the same sample in run 2010 with the cobas® liat® (sn: (B)(4)), lot 11129y generated a negative result for all targets (sars-cov-2 negative, influenza a negative, influenza b negative). The results were reported out as negative. No apparent harm or injury occurred in relation to the event. The sample was a nasopharyngeal collection in viral transport tube, (B)(6) medical device factory, lot 20211228, exp 27 mar 2023, which is an off-label collection. The product¿s method sheet states: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. An investigation was conducted to evaluate the customer¿s allegation.